Event description:
Information received by medtronic indicated that the retainer ring had crack. Reservoir was able to lock in place when inserted into insulin pump. Customer also stated that they experienced high blood glucose and was treated with manual injection. Customer declined to troubleshoot for high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.